Event description:
Was reported that the patient experienced a shocking or jolting sensation. It was noted that this sensation stopped after the system was turned off. The manufacturing representative stated that they did not think the device was related. It was noted that the patient had the internal neurostimulator (ins) explanted and re-implanted to the left side of the body. It was further noted that the patient worked for an electrical device company and frequently wore a static grounding belt around her waist. The patient reported feeling a "pinching and shocking sensation" when working in the "machine room." It was further noted that it helped when the patient turned the stimulation down and off. The manufacturing representative reported that when the device was implanted on the right side of the body, it did the same thing. It was noted that the patient had not tried to turn stimulation down to 0 volts and off, and that the stimulation works "excellent" outside of work for fecal incontinence. The patient reported occasional urinary incontinence. Overall, the patient likes her device. It was reported that the patient had an appointment with the physician and manufacturing representative on (B)(6) 2012. Additional information reported that the patient was also being "zapped by the microwave, air conditioner and baby monitor." It was further noted that upon entering a store, the "device automatically shut off" and she wet herself. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v824102, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that when the patient was near certain machines at work she experienced a shooting pain in the vaginal area and her legs felt cold and felt as though they were falling asleep. Walking for a while away from the equipment resolved the leg sensations. It was noted that the stimulation was working to control the patient's bowel symptoms, though the patient did not mention her urinary symptoms specifically. It was also reported that the patient had been away from work for a month due to the shocking / jolting sensation and her employer was trying to determine if it would result in long term damage to her. The patient was eventually moved to a different area at work where she worked with anti-static mats that were plugged in and had a current going through them. The patient experienced shocking or jolting sensations and a loss of effect while working near the anti-static mats. The patient left work and turned off the ins, but still experienced the shocking sensation. The patient went to the ER and was given a muscle relaxer, and after a while "it was ok." The patient felt stimulation in her butt cheek and private parts on program 1, stimulation in her butt cheek on programs 2 and 4, and stimulation in the bicycle seat area on program 3. The patient reported using program 3 most frequently. The patient also stated that during implantation of the lead the hcp "cut through the wrong nerve." It was noted that the patient had and appointment for a cat scan scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4).